Manufacturer narrative:
Examination of the submitted device confirmed the color band component is missing. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 2009) and has been subjected to heavy usage. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Event information was not provided. Update oct 4, 2016 - upon product evaluation, the black band is missing from the trial.